Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: f9 approximate age of device: 6 years. H4 device manufacture date: 2011-mar-01.

Manufacturer narrative:
(B)(4), per exemption number e2017013. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 02-oct-2017 a field service engineer (fse) confirmed the reported event upon inspection of the g8 instrument. The fse found a faulty degassing unit and solenoid valve 2 sticking out. The fse replaced both parts. The instrument was performing within specifications after completing the repair. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(4) 2016 through (B)(4) 2017. There were no other similar complaints identified during the searched period. The g8 operator's manual under chapter 2 - pre-installation, states that the degassing unit removes air bubbles in the pumped elution buffer. The vacuum pump runs intermittently to keep a constant vacuum pressure in the chamber. Chapter 2 - assay operations, 3.1 assay principles, indicates that each elution buffer is degassed by the on-line degassers and switched by the solenoid valves as programmed, then delivered by the pump to the column after passing through an injection valve and filter. The most probable cause of the reported issue was due to faulty degassing unit.

Event description:
On (B)(6) 2017 a customer reported low pressure and elution buffer 2 running out when being recently installed on the g8 instrument. The customer is unable to run patient samples on hba1c. On 02-oct-2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.